Event description:
This is a spontaneous report by a nurse from the (B)(6) of fungal peritonitis with (B)(6) in a patient coincident with peritoneal dialysis therapy. On (B)(6) 2010, the patient was diagnosed with fungal peritonitis with (B)(6), manifested by cloudy dialysate and abdominal pain. The patient was hospitalized on (B)(6) 2010 for the fungal peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was treated with gentamycin 4mg/l psd. On (B)(6) 2010, the patient started on hemodialysis. On (B)(6) 2010, the patient had her peritoneal dialysis catheter removed. It was unknown if the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.